Manufacturer narrative:
The information provided in product code and common device name were incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the ring on the reservoir compartment that holds the reservoir fell off. The damage occurred when the customer was playing on the playground. The customer's blood glucose level was unknown. The device would be replaced and returned for analysis.